Event description:
It was reported that an asymptomatic patient presented in-clinic after receiving a vibratory alert. Device was found to be in backup vvi mode. A device download was performed successfully, and the device was restored.